Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.